Manufacturer narrative:
Philips service replaced the suite pc, reloaded software successfully, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that system stuck in boot loop; suite pc replaced and software reloaded on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.